Event description:
Additional information was received from the customer. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Additional information received on march 27th 2025, stating that there was no patient involvement.

Event description:
It was reported that the device had a remove and reattach cassette alarm. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found record of several cassette related alarms such as cassette damaged and cassette not attached properly. Visual and functional tests were performed, which found excessive debris on the downstream occlusion (dso) sensor assembly. The cause of the problem was a defective dso sensor assembly, which was replaced along with keypad and labels to fix the issue.